Event description:
Consumer reports erratic readings on one of their bd meters. Analysis run on clark error grid using competitive reading (116) as ref. Point vs. Bd readings (500) yielding readings in the "c" range of the grid, outside acceptable limits.